Manufacturer narrative:
No further information was provided. This event is supplemental and the investigation findings will be submitted under target MFR #2916596-2025-08284. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the back cover screws of the system controller (serial number: (B)(6) not tightening was confirmed via investigation of the returned product. The controller was returned for analysis, and it was noted that the bottom right screw hole of the backup battery cover was damaged. The helicoil was observed to have a damaged thread, which resulted in the inability for a screw to be properly threaded. The screws were noted to not be stripped and in unremarkable condition. The controller passed all functional testing without issue and was able to support a mock circulatory loop without issue or alarm for an extended period of time. The root cause of the reported event was unable to be determined via this investigation. A manufacturing analysis task has been initiated to further investigate the issue of damaged screws. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook - section 2 ¿how your heart pump works¿ instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook, section titled "emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the perfusionist in the operating room placed the emergency backup battery (ebb) in a backup system controller and was not able to screw the cover back on. Multiple attempts were made unsuccessfully.

Manufacturer narrative:
Section a1-a6: no patient involvement, out-of-box failureno further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.